Event description:
It was reported that on (B)(6) 2011, an unspecified promus stent was implanted in the target lesion, which was located in the proximal left anterior descending artery (lad) with 80% stenosis. A 3.0 x 20 mm non-abbott stent was placed extending from the ostium of the lad, through the previously placed promus stent, with 0% residual stenosis. The patient was discharged the same day on aspirin and clopidogrel. On (B)(6) 2012, the patient experienced angina, which progressed until (B)(6) 2012, when the patient returned to the hospital with complaints of progression of chest pain. Coronary angiography revealed 40% proximal stenosis of the lad and 95% high-grade stenosis in the 1st diagonal branch. The stenosis of the 1st diagonal branch was treated with a 2.75 x 18 mm non-abbott drug eluting stent and post-dilatation, with 0% residual stenosis. Due to the high risk of repeat in-stent restenosis of the lad, the focal restenosis of the proximal portion of the promus stent and non-abbott stent was treated with intracoronary brachytherapy with beta-emitting radiation and post dilatation. The event was considered resolved without residual effects and the patient was discharged from hospitalization the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.